Event description:
It was reported that during a da vinci-assisted surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that site was using erbe device in open surgery and using external cautery pencil for diathermy, but energy setting could not be changed on erbe. Tse suggested caller reboot erbe and check. Caller confirmed the issue remained. Tse advised the caller to use external energy source to complete the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site was using erbe energy in open surgery procedure. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer reseating the parts. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.